Event description:
A customer reported still having low light issues even after the lamp was replaced. Timing of the event is unknown. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The illuminator table top was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 29, 2011. Based on qa assessment, the product met specifications at the time of release. Table top (tt) illuminator was received for evaluation. A known good xenon lamp and returned tt illuminator were installed into a calibrated system. The reported event of low light was replicated through functional testing. The tt illuminator was disassembled and inspected for nonconformities. A visual assessment revealed two cracked aspheric collimating lenses. Cracked lenses will produce low illumination. The root cause of the reported event can be attributed to cracked aspheric collimating lenses. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).